Event description:
The customer contacted beckman coulter inc (bec) to report blue fluid leak from underneath the ac-t diff instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. No report of exposure (splash or sprayed) to mucous membranes or open wound was reported and no medical treatment was sought. No death, injury, and/or change to patient result or treatment was attributed or associated with this event. Customer technical support walked the customer through some troubleshooting on the instrument. The customer first looked in to the left side of the instrument and found no traces of a leak. The customer was then instructed to look into the right side of the instrument and discovered a disconnected tube. Customer connected the tube and was instructed to call for service if the instrument continued to leak. There were no additional reports of leaking from the customer.

Manufacturer narrative:
(B)(4).